Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the 15mm connector piece detached from the tube while the patient was intubated. The patient was reintubated.